Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: (B)(6) 2019 UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were issues positioning the leadless implantable pulse generator (ipg). The ipg was placed but then would move back and would have no capture. The delivery system was removed, and a large clot was observed on the tip of the ipg and in the device cup. The delivery system was flushed, and it was noted that the shaft that held the ipg was kinked and the ¿moving mechanism¿ was affected. The ipg was not implanted and another one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4). Product event summary: the full delivery system was returned, analyzed, and the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. The sheath of the delivery system was damaged. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 6.2 and 10.5 cm from the distal end of the delivery system. The sheath edge is damaged. There is blood in the tether tube. There is blood on the tether. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.